Event description:
It was reported that an empty cartridge alarm occurred intermittently while the cartridge was not empty. The customer reverted to manual injections for insulin therapy. The customer¿s blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.